Manufacturer narrative:
Additional narrative: device is used for treatment, not diagnosis. The measurable dimensions of the plate was checked as far as possible and found to be in compliance with the technical drawings and ao/asif specification. The examination of the raw-material testing certificate and the manufacturing papers showed no deviations regarding material analysis, strength and structural stability. The values were in compliance with ao/asif specification and with the international standard iso 5832-1. No product fault could be detected. Placeholder.

Manufacturer narrative:
This device is intended for treatment, not diagnosis. A total of five broken screws were noted. Device received. As previously reported, a review of the device history records was performed and no complaint related issues were found. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn.

Event description:
Device report from synthes (B)(4) reports an event in the (B)(6) as follows: the patient underwent a midfoot fusion on (B)(6) 2012 and was implanted with a plate and screws. On an unknown date in (B)(6) 2012, a broken screw was noted. Two x-rays were taken which show a total of three broken screws. It was reported that all metalwork has been removed, except the inaccessible broken screw ends. The fusion was revised using a competitors products. No additional information is available. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The investigation could not completed; no conclusion could be drawn, as no product was received.